Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported, the cs300 intra-aortic balloon pump (iabp) internal short circuit equipment. It does not turn on and it is burning all the fuses that are installed in it.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit had an internal short circuit equipment, does not turn on and is burning all fuses that are installed in it. There was no patient involvement.